Manufacturer narrative:
Event date: on an unspecified date in (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap on the patient line of the amia cassette was missing; further reported as "it did not fell off but completely missing". There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.